Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Additional observations not reported by the customer were also identified. The instrument was found to have scratch marks on the yaw pulley. One side of the yaw pulley had scratches that caused the damage to the conductor wire insulation. The instrument was found to have a frayed grip cable at the distal end. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs confirmed there was another energy producing instrument in the procedure. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the maryland bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed intraoperatively. Peeling surgical task was being performed when the issue was identified. Damage observed was broken wire. The wire was exposed due to damaged insulation. The cable was broken in half. There was no loss of cautery associated with damaged cable, no signs of thermal damage at site of insulation damage. There was no arcing observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment fall inside of the patient¿s anatomy. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The patient information was not provided.